Event description:
A male patient contacted customer support to report that the "adjust belt" alarms are alarming constantly. He stated it only did it when he wore the one garment but not the other. Customer support sent a replacement garment to the patient. On 07/16/2007, patient contacted customer support to say that he was now receiving "adjust belt", "check therapy pads" and "check belt" messages. Support sent the patient a replacement electrode belt and garment. On 07/19/2007, patient contacted customer support to report that he was receiving "check belt--see manual" messages. Support checked recent downloads and saw significant artifact in the ECG. Support sent patient a replacement belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt sn was found to have a short circuit in the printed circuit board of ECG d. The circuit board was reconditioned. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this short circuit is unknown. It looked like liquid had got into the ECG node and shorted the printed circuit board. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt and monitor.